Event description:
Complainant alleged that the clinicians were treating a patient(age and gender unk). They defibrillated the patient a total of ten times(joule settings at 200,300, and 360, but joule sequence unk). Upon one of the defibrillation attempts the device screen displayed an "open air discharge" message. The device successfully defibrillated the patient subsequently to the message being displayed. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.